Event description:
It was reported that the pt had his device removed due to infection and "erosion of single rod malleable". The pt was then implanted with an inflatable penile prosthesis resulting in "slight concorde effect", but physician was "content with cosmetics".

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.